Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively, the right ventricular (rv) lead exhibited a decrease in impedance. The patient experienced chest pain. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead exhibited a decrease in r waves post operatively. It was also confirmed that the lead had dislodged, was revised, and remains in use. The repositioning of the lead resolved the patient's chest pain.